Event description:
It was reported that the insulin pump alarmed several times. No blood glucose reading was given. Nothing further was reported.

Manufacturer narrative:
A64 alarm during self test due to faulty y1 on rfb. The device had a cracked display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.